Event description:
It was reported that during a lavh procedure, the tissue pad was melted/worn on one device. There was an error code 5 on three other devices. They were able to complete the procedure with the fourth device. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.